Event description:
The patient's mother called to report that her (B)(6) son had a diabetic seizure at about 7:00 am on (B)(6) 2009, lasting about 5 minutes. Paramedics were called but the child was not transported to an emergency room or md. They were able to get normal blood glucose after about 10 minutes of a glucose drip. The blood glucose meter in the pdm had given readings of 120 and 115 mg/dl that morning (exact times not provided), but the meter that the paramedics used showed a bg of 67 mg/dl. No information about any food eaten or insulin dosages that morning was reported. The patient's blood glucose has remained within normal range in the day since the event.

Manufacturer narrative:
The returned device was evaluated and found to be functioning within specification. No malfunction or other product condition that could have caused blood glucose measurement inaccuracy or otherwise contributed to the patient's hypoglycemia was detected. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns that "if you are experiencing symptoms that are not consistent with your blood glucose test and you have followed all instructions described in this user guide, call your healthcare provider immediately." It advises that "you should perform a control solution test when you suspect that your meter or test strips are not working properly or when you think your test results are not accurate, or if your test results are not consistent with how you feel." And that "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm."